Event description:
Customer states "when enabled, started without command." Fse service ticket indicates that pt table was raising at time of incident. It is suspected that the table mounted injector's fill/expel bar was depressed by ceiling monitor's bracket.